Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a gi bleed embolization procedure, a microcatheter was used to access the target vessel. The first coil encountered tactile resistance during advancement but was successfully manipulated and deployed. A second coil was then introduced; however, advancement was aborted due to a severe "gritty" sensation within the microcatheter shaft. The coil was safely withdrawn and removed from the patient. A third coil was subsequently introduced but failed to deploy after prematurely detaching within the microcatheter lumen. Both the coil and the microcatheter were removed from the patient. The procedure was successfully completed using glue embolization. There was no patient injury, and no additional intervention was required. The patient is fine.